Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was received in pieces. The siphon guard and valve casing was found outside the silicone housing. It appears the device may have come in contact with the edge of a sharp instrument, which has caused a long tear in the silicone housing. This however could not be confirmed. Biological debris was found in all 3 parts. It was not possible to irrigate, program or pressure test the valve due to the damage when received. This appears to have been the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Medwatch explained that patient with a history of hydrocephalus of unknown etiology and ms with shunt insertion in (B)(6) 2011 and revision in (B)(6) 2012 with continued headaches and vomiting post shunt revision. She has not improved since the revision tuesday. She has worsening of vomiting. CT today shows slightly larger ventricles since tuesday. There is also increasing hypodensity around the ventricular catheter indicative of worsening edema possibly. A review of her cts since insertion reveals a hypodensity around the tubing developing about a month after the insertion of the shunt. This hypodensity has increased in the interval. In (B)(6) 2012, the patient returned to surgery for removal of the shunt and a temporary placement of a ventricular drain. On removal of the shunt it was found to have a broken distal end. The pump was not draining appropriately.